Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 07may19. An oxygen flow sensor was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The service engineer (se) inspected the device but could not duplicate the reported issue. The ventilator passed all tests.

Event description:
It was reported that the ventilator was unable to power up with an error code air valve liftoff failed. No patient harm reported. Event date not specified; estimate used.